Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a "tube set error, does not clear" occurred on an IV infusion pump. There was no patient injury. Although requested, no additional information was provided.